Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by failure of brush passage which led to an inability to remove foreign material from the biopsy channel. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual olympus cf-h170l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus cf-h170l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the channel cleaning brush and forceps could not be inserted well due to blockage of the channel tube. The gap in the up/down knob was out of standards due to worn angle wire. The up/down knob was not fixed well due to deformation of the forceps elevator lever. Insertion was not working due to blockage of the channel tube. The water quantity was out of standards due to blockage of the nozzle. The condition of the light guide bundle was not good. There was a gap at the adhesive part. The color of the tube was changed. The suction cover was deformed; and the electrical connector was corro the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use in a diagnostic procedure, the colonoscope had foreign material in the suction channel. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.